Manufacturer narrative:
Corrected data: (B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluation: lens was returned in liquid, in lens case/vial. Visual inspection found a torn optic and haptic. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a cc4204a, +18.5 diopter, implantable collamer lens tore during the loading process. There was no patient contact and the backup lens was implanted. Cause of event was unknown.